Event description:
Essure coils had perforated one tube and migrated out of the other embedding 2cm into uterus. Dates of use: (B)(6) 2011- (B)(6) 2015. Diagnosis or reason for use: permanent birth control.